Event description:
It was reported that during a lavh procedure, the tip of the blade was broken into the patient. The broken piece was found and removed. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.